Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detachment occurred. It was reported by the caller, the bwi representative, that whenever the physician was removing a catheter the valve fell off. The sheath was replaced with a different kind of sheath. The case continued. There was no patient consequence. Additional information received indicated it was the hemostatic valve was dislodged inside the hub, and the brim cap came off the hub. The device was being used on the patient at the time of the patient but there was no patient consequence. No treatment was required. Blood return was observed, but approximate amount is unknown.

Manufacturer narrative:
On 19-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref# (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a preface® guiding sheath with multipurpose curve and a brim cap detachment occurred. It was reported by the caller, the bwi representative, that whenever the physician was removing a catheter the valve fell off. The sheath was replaced with a different kind of sheath. The case continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. The device was sent to the manufacturer for further investigation. Visual analysis of the returned device was performed following bwi procedures. Visual inspection of the device was performed and the preface guiding sheath was the only part returned. The part was thoroughly inspected and no anomalies were noticed. No functional analysis was performed for the involved device. The complaint reported by the customer was not confirmed. The hemostasis valve does not present any separation or damaged. The exact cause of the reported event could not be conclusively determined during the analysis. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. A device history record evaluation was performed and no internal actions related to the complaint was found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).